Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer had a low reading of 42 mg/dl and a high reading of 355 mg/dl. The customer was assisted with reading the status screen. The customer bloused 5.8 units in the bolus history. The customer stated that she also received weak signals and low reservoir signals from the pump. The customer also had a reading of 99 mg/dl. The customer stated that there were air bubbles in the reservoir. The customer was assisted with the bolus wizard. The customer declined to troubleshoot for high and low readings.